Event description:
A ds2adv auto CPAP device was returned to philips investigation laboratory (pil) with the end user alleging a burning odor when plugged in. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the investigation of the device, the pil visually inspected the device pil confirmed the device had a burning odor when attempting to power on the device. It was observed that the ui display bezel had burn marks on it, and the ui display ribbon cable was observed to have burns/corrosion on it, both likely due to a thermal event on the pca. The q2 component on the pca was observed to have thermal damage to it, along with areas of corrosion on the pca. Additionally, unrelated to the reportable malfunction, the technician observed that he bottom enclosure screws, top enclosure screws, iso port screw, pca screws, and blower box screws were all rusted/corroded. Ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure had dust contamination. It also had insect and hair contamination in various parts.